Manufacturer narrative:
Included ni to indicate no information 'availale'. Lot information provided by 'complaintant' does not match the part number. Information is unknown.

Event description:
Per (B)(4), patient 'exprinced' lack of primary stability.